Event description:
"It is alleged that, the pt underwent hip replacement surgery and subsequently sustained injuries as a result. No further info is available at this time, although additional info has been requested."

Manufacturer narrative:
Device not returned. Additional info, has been requested and if received, will be provided on a supplemental report.